Event description:
It was reported that the micro sagittal saw ran without user activation during a procedure. A back-up device was used to complete the procedure without pt or user injuries, and there were no adverse consequences. Upon eval at the MFR, the device was also found to overheat.

Manufacturer narrative:
Visually, the sockets were corroded. Upon disassembly, it was observed that the motor assembly was corroded and the ball bearing was worn. The presence of corrosion in the motor assembly and a worn ball bearing is likely to cause or contribute to the handpiece heating up. The presence of corrosion in the motor assembly, especially in the sockets, could cause or contribute to the handpiece running without user activation.